Event description:
Report received from the USA stating that during an aneurysm clipping procedure, the device would not release the aneurysm clip. The vessel was ruptured and the pt is recovery. There was no add'l info provided.